Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a drawer controller issue. A field service engineer replaced the drawer controller to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had power loss. The customer reported that the machine would not power on and there was a delay while shutting the medstation for repairs. There were no adverse events or injuries reported based on this incident.